Manufacturer narrative:
Updated: d4, h4 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx valve; product ID evolutfx-34 (serial: unknown); product type: 0195-heart valves; implant date (B)(6) 2025; explant date select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of this vlv evolutfx-34, a pre-implant balloon aortic valvuloplasty (bav) was performed with an underfilled 25 mm non-medtronic balloon. During the bav, the patient experienced low cardiac output and hypotension. The valve deployment was attempted quickly to facilitate blood pressure recovery, but the pressure did not recover. Cardiopulmonary resuscitation was commenced, but a viable outcome was not achieved after 30 minutes. The patient is deceased.

Manufacturer narrative:
Medtronic received additional information that changed the event description and device relatedness of this previously reported event. There is no evidence to suggest the device caused or contributed to a death, serious injury or malfunction. Per the physician, the adverse events were caused by pre-implant balloon dilation with a non-medtronic balloon, prior to use of the medtronic device. The medtronic device was only attempted as a life-saving measure. Updated: b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of this vlv evolutfx-34, a pre-implant balloon aortic valvuloplasty (bav) was performed with an underfilled 25 mm non-medtronic balloon. During the bav, the patient experienced low cardiac output and hypotension. The valve deployment was attempted quickly to facilitate blood pressure recovery, but the pressure did not recover. Cardiopulmonary resuscitation was commenced, but a viable outcome was not achieved after 30 minutes. The patient is deceased. Additional information was received that per the physician, the cause of death was cardiac output lost after pre-implant balloon dilation which was unrecoverable, but it was unclear why this happened. The physician excluded the valve and delivery catheter system (dcs) as contributing factors to the death because the system was not inserted into the patient at the stage when cardiac output was lost. It was reported that there was no issue related to a medtronic device, rather the valve was delivered to see if it would aid in recovering the cardiac output of the patient but the cardiac output did not recover even after deployment of valve.